Event description:
Patient was to undergo a septoplasty for treatment of sleep apnea. After the septoplasty was completed, the entact septal stapler was utilized to coapt the mucoperichondrial flaps. The physician believed he deployed 7 staples, but could not visualize staples due to septal edema. Three hours post operation, the physician noted that the patient's "septum was wide." Patient's o2 stats were monitored closely and found to be okay. Patient septal hematoma was drained in the or the next day. Physician noted, "there was no evidence of any staples present at all. When I told the rep I did not see any staples, he said they were clear and that was common."